Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photos of the device have been received; evaluation yet to begin. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; "reactive lymph nodes in the axillary with the largest being 11mm".

Event description:
Healthcare professional reported that patient had significant collapse and pain in the lower outer quadrant of breast. Capsular contracture, baker grade iii, scattered cysts (not device related), and reactive lymph nodes in the axillary with the largest being 11mm, were diagnosed via ultrasound. Affected side is left. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe, since it is not related to the device. As per the investigation procedure: particles deformation voids was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, that patient had significant collapse and pain in the lower outer quadrant of breast. Capsular contracture, baker grade iii, scattered cysts (not device related). And reactive lymph nodes in the axillary with the largest being 11mm. Were diagnosed via ultrasound. Affected side is left. The device has been explanted and replaced.